Event description:
It was reported that the atrial lead exhibited no p-wave sensing and no atrial capture. The pulse generator was re-programmed to vvi mode and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.